Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. A patient was involved but there was no patient harm caused to the patient reported.